Event description:
It was later reported that the event was attributed to the patient. However, it was unclear what this meant. The pump was turned down to minimum rate in the emergency room (ER). The patient was discharged the same day he was admitted. A dye study was performed. Results were not reported. A pump and catheter replacement was planned.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced an altered mental status and an overdose symptom specified as unconsciousness. The patient was hospitalized and reprogramming was performed. There was no alleged product issue. No diagnostic testing or troubleshooting was performed as it was not required. The patient¿s status at the time of the initial reporter was listed as ¿alive- no injury.¿ further information indicated pump was interrogated and the emergency room healthcare professional changed the dosing to minimum rate at the patient¿s managing physician¿s request. The cause of the event was reportedly unknown. The patient was noted to be awake, happy and fully communicating. The pump was delivering fentanyl 30mg/ml at a dose of 13.017 mg per day and bupivacaine 10.0 mg/ml at a dose of 4.339mg/day. Follow-up is being conducted for additional information including the final patient outcome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8590-1, lot # n292474, implanted: (B)(6) 2011, product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed wear of the pump motor o-ring, an insignificant anomaly.

Event description:
It was later reported that the pump was explanted with report of increased pain, altered mental status, and overdose symptoms as noted back on (B)(6) 2014. A rotor study was not done. However, a dye study was performed and there was the inability to aspirate the catheter. During the pump replacement the catheter was found to be coiled when it was exposed during the replacement surgery. The location of the catheter issue was unknown. The event was reported as therapy-related with increased pain. Reportedly, there was no patient injury, recovered without sequela, and was doing well and having significant pain relief. Should additional information be received a supplemental report will be filed.